Event description:
A caregiver stated that the ventilator was unplugged from power source and provided audible alarm only when shutdown. Rt stated that the ventilator shut down then alarmed when on internal battery. The dealer does not know the specifics. The mother said that the patient went to school and came home. When they went to put him back to bed, the ventilator gave one beep. Then a few minutes later, it gave a continuous beep. They were transferring him to bed at the time and did not realize the vent had shut off. The patient was able to communicate with this mom and nurse that the ventrilator was not giving breach. Please note that there is no servere injury or death reported.